Event description:
Info received indicates there are no functions working from all four siderails.

Manufacturer narrative:
The technician found the weigh frame junction board was damaged. The technician replaced the board to repair the bed.